Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera is not communicating. The internal camera cable appears frayed. Monitor is functional. This system is in (B)(4) mobile lab. There was no patient involved.